Event description:
Upon withdrawal of a revolution ivus catheter through a 6fr heartrail guide catheter, the guide wire exit port of the ivus catheter became stuck and broken as the catheter was pulled into the distal end of the guiding catheter. The ivus catheter and guiding catheter were withdrawn together as a single unit from the pt. Use of the damaged ivus catheter was discontinued and a second revolution ivus catheter was used, functioned as intended, and completed the ivus procedure. It is volcano's current policy to report instances where a catheter issue may cause removal or exchange of the guide wire or guide catheter.

Manufacturer narrative:
Manufacturing documentation and complaint history were reviewed. (B)(4). Information received from the sales rep indicates that the physician had admitted that the event occurred due to his handling of the product. The complaint device was not returned to the manufacturer so a device evaluation could not be performed. The manufacturing documentation for this device was reviewed and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported failure mode. To date, no other complaints have been reported for this failure mode within this lot. There was no evidence to suggest the device was not manufactured to specifications. If additional information becomes available at a later date, an updated report will be submitted.